Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead underwent open heart surgery. When cannulating for bypass, the ra lead was inadvertently pulled enough to dislodge. The lead was surgically abandoned and a new ra lead implanted without issue. No adverse additional patient effects were reported.